Event description:
The customer reported falling unconscious while driving a vehicle and wearing the insulin pump, then crashing the vehicle, being hospitalized. The customer reported having a blood glucose value below 20 m/dl. During the hospitalization, the customer's insulin pump appeared to function as designed during troubleshooting with the helpline. However, the customer stated there had been sensor glucose vs. Blood glucose disparities no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.